Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the batteries were dead on the centrifugal system. As a result, an alternative device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by laboratory evaluation. The batteries do not meet performance specifications. Both batteries won't properly charge. Batteries measured 11.1 and 9.0 vdc upon receipt. These are not typical readings of batteries of this type (11.5 vdc or higher is typical for discharged batteries of this type). After charging for over 24 hours, the battery voltage readings were similar (11.4 and 9.5 vdc respectively). This demonstrates that neither battery will properly charge and duplicates the reported complaint. The batteries were not expired. Manufacturer specifications put the batteries at a three year service life, and were installed on (B)(4) 2012. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.